Manufacturer narrative:
Per the gfe response received on january 22, 2026, the replacement ui assembly is currently on backorder. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted.

Manufacturer narrative:
Per initial good faith effort (gfe) response received on 08dec2025, the customer stated that the hospital did not have any devices with a failed navigation ring; however, per follow-up gfe response received on 19dec2025, the customer stated that there actually was an unresponsive navigation ring failure but did not confirm whether a setting change screen was entered when the navigation ring failure occurred or if the ventilator output/delivered therapy changed without any user input; it is also unknown whether the jumping value accepted and changed therapy without pressing a button or the touchscreen allowed the user to change, accepted, or canceled the value. Details regarding the cleaning method also remain undetermined. This investigation is still ongoing.

Manufacturer narrative:
Per the gfe response received on january 22, 2026, the replacement ui assembly is currently on backorder. The repair for this device cannot be conducted at this time due to a backorder status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the v60 service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not responding. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite repair as the navigation ring was not responding. The remote service engineer (rse) informed the customer that a replacement user interface (ui) assembly would resolve the issue and provided the customer with the part number and price of the replacement ui assembly for repair. Investigation is ongoing.